Manufacturer narrative:
This report is being supplemented to provide additional information based on the investigation results. The device was not inspected by the manufacturer, as it was discarded by the customer. The manufacturer has however reviewed the device manufacturing records and reported that the records indicated that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The DHR indicates no devices were scrapped as a result of the testing. The user facility further reported that the user informed olympus that they did not believe the device was firing any energy. Furthermore, the user¿s opinion was that there was no risk of harm to the patient and they were not worried. In conclusion, the manufacturer is unable to confirm neither the phenomenon nor its root cause. One possible cause could be due to misuse of the device or attributed to ancillary equipment used during the case. The sales representative provided product training in response to this report.

Manufacturer narrative:
The user facility discarded the device. The exact cause of the reported event could not be conclusively determined at this time; however, based on the similar reported events the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own. In addition, a DHR review was performed by the original equipment manufacturer (OEM). All records indicate that the product was manufactured and tested in accordance with applicable procedures and met final product release criteria.

Event description:
The service center was originally informed that the hand-piece continues to fire when not activated. Further information noted: the activation tone was sounding while the device was in the patient and the button was not being pressed. The doctor was not aware of any actual energy firing. The device was changed out and the intended procedure was completed with a same type of device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report the additional information. Additional information received from the user facility states that event occurred during a laparoscopic hysterectomy. The forceps were handled by the facility¿s scrub nurse and tested on the machine, then given to the surgeon. The device activated its own inside patient. There was no bleeding. The patient did not experience a longer than normal stay or need additional procedures.